Event description:
On 7/29/96, an arterial sheath was removed applying product applied to the right femoral artery. The arterial sheath was removed and the sheath inserted. One plug was inserted. When the second plug was inserted the assembly was removed, there was no sheath on it. The dr checked a new assembly and no sheath was seen on it; he assumed there was none and released the pt after he carefully examined her and found no sheath. On 7/30/96 co rep examined the device and confirmed the sheath was missing. On 7/31/96 the dr performed a sonogram on the pt and confirmed the sheath was in her leg. 8/1/96 the sheath was removed surgically.